Manufacturer narrative:
The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. A device history record review was unable to be completed as the lot number is unknown. Because the lot number is unknown, the full UDI number is not available. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. D2b. Additional device product code: dqo, dqe, kra.

Event description:
It was reported that during use of a swan-ganz vip+ catheter, a leak was observed from the cvp line. During a blood draw and flush, the cvp line was noted to be leaking when flushed with through the pigtail at the connection piece. Leakage sprayed up enough to be able to see the pressurized water hit the bed. Per the customer, the teleflex introducer side port had air bubbles, "due to the compromised cvp breakage" . The swan ganz catheter was removed and the teleflex side port was able to draw blood successfully without air. No patient injury was reported.